Manufacturer narrative:
Investigation conclusion: .a review of the DHR found that the lot met all release criteria. A review of complaint history did not identify any adverse trends for the reported issue for this lot. Root cause: unable to determine. Source: phone.

Event description:
Customer reporting a potential false positive sars result on a symptomatic patient (no fever, sore throat, nasal congestion). Customer states that a rapid antigen test at the doctor's office was negative. No further confirmation testing occurred.